Event description:
Fire dept personnel were treating a pt who required external pacing therapy. Reportedly, the device gave a pacing leads off message when the rptr attempted to start the pacer function. A back up device was used to continue treatment. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.